Event description:
Claim was forwarded by consumer's rep. Consumer reported wore heat therapy patch below neck on her middle back / shoulder for 30-45 minutes. Consumer had a little blister which did go away but has a hard time healing. No medical attention was sought.

Manufacturer narrative:
No prod has been received to date, if prod is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.